Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Review of the batch record was not possible as the lot number is unknown. Based on the information received, the cause of the reported perforation could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device. Model/lot number information was not able to be obtained for this device. Therefore, UDI information(d4) and 510k(g3) are not available.

Event description:
During the procedure, it was noted that the agilis sheath had perforated the heart after going transseptal. An effusion was discovered by the non-abbott device (soundstar ice catheter). Contrast was used and the effusion was visible on the non-abbott device (soundstar ice system). The patient's blood pressure was monitored and remained stable. The ablation was aborted. The patient status was noted as stable.